Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there were stored signal artifact monitoring (sam) episodes in which the ra channel was being oversensed by the respiratory rate trend (rrt) sensor. Troubleshooting was performed and it was found that the lead conductor was fractured. The patient is scheduled to have a revision procedure performed. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured 24.5 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there were stored signal artifact monitoring (sam) episodes in which the ra channel was being oversensed by the respiratory rate trend (rrt) sensor. Troubleshooting was performed and it was found that the lead conductor was fractured. The patient is scheduled to have a revision procedure performed. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this right atrial (ra) lead was explanted using laser and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there were stored signal artifact monitoring (sam) episodes in which the ra channel was being oversensed by the respiratory rate trend (rrt) sensor. Troubleshooting was performed and it was found that the lead conductor was fractured. The patient is scheduled to have a revision procedure performed. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this right atrial (ra) lead was explanted using laser and a new lead was implanted. No additional adverse patient effects were reported.